Event description:
Two days after (B)(6) 2017 I could not remember we had it in our home. Continued with memory problems. In (B)(6) 2018 I blanked out and wrecked the car. Passed out another time. Went to dr. And explained my issues. Have had many tests including neurology, heart, lung, sleep, o2; no definite results. A nurse knew about what I was going through and also that I had a hip replacement. She had heard about cobalt poisoning. The neurologist also knew and ordered a cobalt test. Test done by (B)(6) on (B)(6) 2018; very high: 11.1 cobalt, 3.2 chromium. Took test to orthopedic surgeon and decision was made to remove zimmer and replace with ceramic. Surgery was (B)(6) 2018; hospital determined I needed o2 and I had low kidney function. Tests are ongoing.